Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the surgeon closed the atw35 across tissue and attempted to fire the device, but it would not fire. The device was removed. A tsw35 was opened and closed across the tissue, but would not fire. A second tsw35 was opened and the same difficulty was encountered. A third tsw35 was opened and it worked fine. There was no consequence to the patient.